Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is still well folded and shows no signs of inflation, however, the proximal balloon shoulder appears slightly unfolded, but the inflation lumen is dry. The stent was not returned, other than initially reported, but could be verified with the local staff that it was withdrawn from the patient together with the delivery system, still crimped centered on the balloon with a proximally deformed stent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous part of the proximal lad. The device could not cross the calcified lesion. The strut of stent twisted in proximal.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous part of the proximal lad. The device could not cross the calcified lesion. The strut of stent twisted in proximal.

Manufacturer narrative:
Combination product: yes.